Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not detect a downstream occlusion until above 30 pounds per square inch during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The service history record (shr) review was completed and did not determine the complaint is related to the previous service event. The reported condition was not confirmed or reproduced. No cause was determined and no corrections were required in relation to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.